Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they think there is something wrong with their internal battery as it is not holding a charge like it used to since about june. Patient said they used to drain their implant battery down about 30-40% and now they wake up in the morning and it is almost completely discharged. Agent reviewed implant battery depletion rates are based on therapy settings and usage. Patient denied therapy changes but stated they are a "power user." Patient commented the charge frequency is going downhill rapidly and it is not working for them. The patient was redirected to their healthcare provider to further address the issue.